Manufacturer narrative:
On 27-oct-2020, mentor received additional information regarding the revision surgery and replacement devices. The patient is scheduled to undergo bilateral removal and replacement with two 525cc mentor smooth round moderate profile prostheses (catalog #: 3501685) on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: deflation. H6 patient code 3191: medical device removal. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 475cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided deflation. The patient went in for a consultation in (B)(6) 2019, and the diagnosis was confirmed by a healthcare professional. The patient is planning to undergo bilateral removal and replacement. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 4-dec-2020, mentor received additional information regarding the replacement devices. The serial numbers of the replacement devices are (B)(4) (right) and (B)(4)(left). On 11-dec-2020, the suspected medical device was returned for evaluation. On 21-dec-2020, the investigation on the suspected medical device was completed investigation summary: during visual evaluation of the device, no apparent damage was observed. Leak testing was performed in accordance with the mentor's procedures. No leak sites were confirmed. After a thorough analysis, mentor was unable to confirm the reported event. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4).